Event description:
Pt reported a lap-band system in which "my band ended up 75% into my stomach and required open abdominal surgery for removal of the band, repair of my stomach and clean-out of the foul infectious substances in my body." The lap-band system was explanted, the pt did not specifically state whether the device was replaced. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product. Therefore no analysis or testing has been done. Erosion, stomach perforation, and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result of peritonitis and death." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."